Event description:
The customer was hospitalized for high blood glucose. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a high-pressure test was completed and passed within specifications. Instructed customer to change the site.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.